Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was able to be confirmed. X-ray review reported dislocation of the femoral component with superiorly respect to the acetabular cup. No signs of loosening, wear, or radiolucency. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown , unknown-unknown stem-unknown , unknown-unknown cup-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01206. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded by hospital.

Event description:
It was reported the patient underwent a hip revision due to dislocation. During the procedure the head and liner were replaced as well as the stem. Attempts have been made and additional information on the reported event is unavailable at this time.